Manufacturer narrative:
Preventative maintenance was performed on the bearings and the device was returned to the user facility.

Event description:
It was reported that a black substance was leaking form the micro oscillating saw. Attempts were made to obtain additional info, but they were not successful.